Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30428420m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with navistar¿ electrophysiology catheter and suffered heart block requiring temporary pacemaker implantation. First ablation (60 sec) of the slow pathway with partial success. After re-induction, a second ablation was attempted. Forty (40) seconds into the ablation a steam pop occurred. And the patient developed an atrioventricular (av) block. A temporary pacemaker was implanted. There was no temperature rise (below 50 degrees always) and no impedance rise neither. Between normal parameters. Smartablate rf generator was used with temperature control mode. The event occurred during use of biosense webster products. The physician¿s causality opinion was not provided. The outcome is unknown. There was no information whether the patient's condition required extended hospitalization. Since pacemaker was required the event is coded as complete heart block.